Event description:
Doctor notified miach on sept 12, 2025, the bear implant hydrated too quickly. Procedure was completed successfully with implant.

Manufacturer narrative:
The case was completed successfully with the implant.